Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was too much tissue in the pacing lead helix after multiple positioning attempts. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.